Event description:
It was reported that four fibers were needed to complete a prostate procedure. The 1st fiber would not fire, (connection issue). While using the 2nd surgical fiber, issues with the fiber cap were observed. When connecting the 3rd surgical fiber, a connection issue was again encountered (would not connect). The procedure was completed using a 4th surgical fiber. There was no patient injury reported. This report is for the 2nd surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.